Event description:
This event occurred during off-label use in the left ventricle. The ensite 3000 system with the ensite catheter was used for mapping of a fascicular ventricle in the left ventricle. During the examination, the patient began having left bundle branch block symtoms. The physician thought that the balloon was resting on the septum, so he moved the ensite catheter more apically by deflating the balloon, brought it to low profile, reinserted the guidewire and positioned the ensite catheter towards the apex. Shortly after, the physician noted st elevation and worried about a possible air embolus in the coronary arteries. The physician had an angiography performed on the "ep" table; it was normal. However, the pressures were low, so he stopped the procedure and transferred the patient to the cath lab for a full catheterization. It was there that the physician found the pericardial effusion and removed 350 cc's of fluid. The patient recovered. The physician was unable to determine the exact cause of the perforation as multiple devices were in use in the chamber at the time.